Manufacturer narrative:
Device was returned for evaluation. Upon completion of the investigation a followup will be filed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the minor abrasion observed on the outside diameter of the outer drill. Thought to be caused by surgeon's utilization in surgery. Test performed on 9/27/2017. Unit completed testing (5 holes) and was found to performed as intended. The DHR was reviewed on 10/03/2017 and it was verified that there were no anomalies during the manufacturing process. Complaint could not be verified. Unit was found to meet all acceptance criteria. We will monitor for this or similar complaints for this product code. No further action is required. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
A codman perforator did not disengage, piercing patient's dura. There was no reported harm to the patient.